Event description:
Complainant alleged that during training by facility staff the device displayed a "check electrodes" message while attached to a simulator. Complainant indicated that there was no pt involvement in the reported malfunction.